Event description:
Noise was observed. Upon explant, an insulation cut near the is-1 was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found that the outer insulation on the is-1 connector was abraded due to friction to the ICD can, exposing the sensing coil. This would cause the reported noise when in contact with the ICD can.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began 1 ½ months prior to contacting lfs. The patient informed the cca that she manages her diabetes with a combination of oral medication and insulin. The patient claimed she continued taking her usual dose of medications despite the alleged issue. 4 days after the alleged issue started, the patient reported feeling dizzy and tired. On (B)(6), 2010, the patient reported being treated with 100 units of lantus by an hcp. The patient stated that her blood glucose was "589 mg/dl" when tested with an ER/hospital meter. At the time of troubleshooting, the cca noted that the patient was using the correct test strips and that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.